Event description:
Attorney alleges as a result of the devices, the pt underwent additional surgery, incurred additional medical expenses, and suffered additional pain and anxiety on a daily basis. The device was explanted but not returned to the manufacturer for analysis.